Event description:
A caller reported that the insulin gauge displayed an amount different than expected, with a fill estimate displayed at 120 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and acknowledged instructions to call back if the issue recurred for further troubleshooting.